Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer stated that blood glucose (bg) level was not known at the moment. Reportedly, customer did not know what type of insulin therapy would be used for backup therapy. Tandem customer technical support (cts) offered to follow-up with customer regarding backup therapy, but customer declined.